Event description:
Patient reported that 8gm of her hizentra dose leaked out and was lost due to a crack in her 50ml syringe that she was unaware of. Patient confirmed that she has enough medication on hand to complete her dose and no side effects or issues occurred due to the leakage. Reship being set up. No further information provided. No missed dose reported. No adverse event reported. Unknown if pt has defective syringe on hand for return. Indication: immunodeficiency with predominantly antibody defects, unspecified. Reported to (B)(6) by pt/caregiver.